Event description:
Respiratory therapist was blood-removing needle on filled arterial blood gas syringe in order to obtain reading. Needle was difficult to remove, safety device slipped down, and therapist sustained needlestick.